Event description:
It was reported that during a laparoscopic ventral hernia repair, the device gave an instrument error. Another device was used to complete the case with no pt consequence. One device to be returned.

Manufacturer narrative:
Eval summary: the device rec'd in good condition. No visible damage was noted. The hand-activation contacts were in good condition. The device was tested on a generator and it was found that the hand control switch assembly buttons were not functional. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.